Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations and fractured approximately 18.0 cm from the proximal end. The embolization coil was detached from the pusher assembly. Conclusions: evaluation of the returned device revealed the pusher assembly was kinked and fractured. This damage may have occurred due to forceful manipulation of the smart coil during removal from the packaging or preparation for use. Fracture of the pusher assembly may allow the pull wire to retract out of the distal detachment tip (ddt) which would allow the embolization coil to detach. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a dural arteriovenous fistula (d-avf) using penumbra smart coils (smart coils). During the procedure, the physician successfully deployed and detached a smart coil using a non-penumbra microcatheter. Upon attempting to advance a second smart coil, the physician noticed that the smart coil pusher assembly became kinked; therefore, it was removed. The procedure was completed using additional coils and the same microcatheter. There was no report of an adverse effect to the patient.